Manufacturer narrative:
This MDR is a result of an investigation finding. The complaint that the needle would not release from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva device from lot #4030906 was provided for investigation. The tip shield safety mechanism would not separate from the catheter adapter because the v-clip component was caught on flash that was created when the needle punctured the tip shield due to misalignment during assembly. The appropriate manufacturing personnel were notified of this complaint. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva needle did not separated from hub. The following information was provided by the initial reporter: rn put IV in, and needle hub would not disconnect from IV. IV had to be removed from patient and started again.